Event description:
Additional information received was the needle contaminated with body fluid? Yes. Were there any medical interventions required for the needle stick? No. Material# 305109. Batch# 3179204. It was reported by customer that placed cap back on needle the needle pushed through the plastic cover, causing a needle stick to rn's thumb. Verbatim: rcc received a complaint via phone. Pir attached when this rn placed cap back on needle the needle pushed through the plastic cover, causing a needle stick to rn's thumb. Lot number - 3179204.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the needle pushed through the plastic cover. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. The plastic shield has a perforation 3/4" from the bottom of the plastic shield. The photo provided shows the sample received. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. The needle should not be recapped. A device history record review was completed for provided material number 301509, lot 3179204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material# 305109 batch# 3179204 it was reported by customer that placed cap back on needle the needle pushed through the plastic cover, causing a needle stick to rn's thumb. Verbatim: rcc received a complaint via phone. Pir attached. When this rn placed cap back on needle the needle pushed through the plastic cover, causing a needle stick to rn's thumb. Lot number - 3179204.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.